Manufacturer narrative:
Patient states he has carried the battery and leads external to his body for approximately the past 2 months. Dr. (B)(6) made the decision to keep the current leads. Leads were soaked in betadine and attached to a new battery. Dr. (B)(6) created a new pocket above the previous incision. He also put antibiotic beads into the pocket. The patient had no active infection in the pocket or outside the body. Returned device had no anomalies.

Event description:
Patient had his stimulator and a portion of his leads outside of his abdomen. He reports the battery came outside of the pocket and he had it in an external bag for approximately 2 months. He had his battery replaced on (B)(6) and a new pocket created.